Manufacturer narrative:
(D10) concomitant device(s): 300-60-01 - stemless humeral comp laser cage, size 1: 6797808. 310-62-44 - stemless humeral head 44mm x 14mm x beta: 6979934. 314-13-32 - equinoxe cage glenoid s, post aug, right: 6140254.

Event description:
It was reported via clinical study that after a total shoulder replacement procedure, patient experienced pain and a small tear. No further issues or complications were reported. No additional information is available.